Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedance of greater than 125 ohms on the right ventricular (rv) lead. The threshold measurements had also increased. The lead was examined under fluoroscopy and no obvious lead damage was noted. A revision procedure was scheduled. During the procedure, the header connections were visually inspected and appeared to be secure. The physician suspected the high impedance may have been caused by tissue growth on the rv coil. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.